Manufacturer narrative:
Sensor 0m000pcu7kh has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Did not observe scan timeout error message. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "scan error" message from the adc device. Due to this issue, the customer indicated they presented to the emergency room and received unspecified hcp treatment. No further details were provided regarding this event and attempts to gather additional information have been unsuccessful. There was no report of death or permanent impairment associated with this event.